Manufacturer narrative:
(B)(4): evaluation results: evaluation of the product found that the alarm's battery springs inside the battery compartment are bent. The alarm does power on. (B)(4).

Event description:
The customer claims that the alarm has no power and may have missing battery contacts. There was no sign of any visible damage to the alarm. There was no pt injury reported. Inspection of the product found that the alarm's battery springs are bent.